Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a false negative result with the eplex blood culture identification panel - gram positive (bcid-gp) panel using the eplex analyzer. The eplex result was negative. The biomérieux result was positive for meca/c.